Manufacturer narrative:
The customer reported to have discarded their blood glucose monitor. If the product is returned or any additional information is received, a follow up report will be filed.

Event description:
Customer reported receiving a result of 200 mg/dl on their freestyle blood glucose monitor, and then 2-3 hours later began to feel off balance. Customer's daughter called the paramedics, and the customer was diagnosed with hypoglycemia and was treated at an emergency room. Exact treatment administered in order to stabilize glucose levels is unk.